Event description:
The customer reported a probable overinfusion of fentanyl occurred. Reportedly, (fentanyl and albumin) were programmed as basic infusions; the medication safety officer theorizes the lines were mistakenly switched and the patient received approximately a 575 mcg bolus of fentanyl with the basic infusion settings intended for the albumin medication. The patient was already intubated prior to the time of the event, and ventilator settings were changed to simv (synchronized intermittent mandatory ventilator), rate unk, after the event. No additional medications were required as a result of the event. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer's report of a fentanyl over infusion was most likely confirmed in the pcu event log. Review of the log showed that prior to the event albumin 5% (B)(4) had been programmed on channel a to run at a rate of 500 ml/hr with a vtbi of 225 mg, and fentanyl 2500 mcg/20 ml (B)(4) has been programmed on channel b to run at 1ml/hr. At 9:53 pm on (B)(6) 2014, both pumps were idle. The user then programmed channel b, the channel previously used to infuse fentanyl, to run a basic infusion at 500 ml/hr with a vtbi of 245 mg. This infusion ran until the device alarmed for patient side occlusion, and was then channeled off at 10:09 pm. At 10:09 pm, the user programmed a basic infusion at 500 ml/hr with a vtbi of 250 ml on channel a, the device previously used to infuse albumin. Although it cannot be definitively determined by log review alone what specific drug infusion was actually loaded into a specific device, review of the event log showed that the user most likely mistakenly programmed fentanyl to infuse at 500 ml/hr, instead of albumin, as reported by the customer. Root cause of the fentanyl over infusion was determined to most likely be a user programming error.